Event description:
During an generator replacement surgery, high impedance warning message was seen upon interrogating the generator that was to be implanted; no system diagnostic was performed. The high impedance seen upon interrogation is expected since no system diagnostic cleared the stored value. System diagnostic test must be performed in order for the generator to test the impedance when connected to the lead, which was not performed during this surgery. During troubleshooting, the surgeon examined the lead and noticed that there was a small tear in the sheath of the lead near the lead tip that he believed could be causing the impedance issue. The surgeon also commented that the lead felt brittle and calcified and elected to replace the lead. The explanted lead has been received and is undergoing product analysis. No other relevant information has been received to date. Manufacturing report number 1644487-2017-03055 will discuss the detached septum plug that was observed for the generator during the same surgery.

Event description:
Product analysis was completed on the returned portion of the explanted lead. The electrode array was not returned along with a segment of the lead near the electrodes. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. White deposits were found along the body of the lead. Energy dispersive spectroscopy showed that the deposits consisted of phosphorous, calcium, and silicon. No discontinuities were identified on the portion of the lead that was returned. No anomalies were noted that impacted the functionality of the device. No additional information has been received to date.